Event description:
An oxygen concentrator may have been involved in the cause of fire. The manufacturer of the oxygen concentrator has not been determined. Reporter thinks it may have been an airsep oxygen concentrator, but no model or serial number are known.

Manufacturer narrative:
Inspection of the fire scene and oxygen concentrator scheduled for (B)(6) 2011.